Manufacturer narrative:
H4: the lot was manufactured between november 28, 2023 ¿ november 30, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse medication. After one day, the amount of medication had not decreased. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.